Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory channel pc board and the two pressure transducer pc boards were replaced. Additionally, all pc boards were removed and cleaned due to poor contact. After cleaning and replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts were kept by the user facility so could not returned for investigation. Provided ventilator logs confirms the reported technical error codes. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated technical error codes indicating patient category mismatch between breathing and monitoring subsystems and power error. There was no patient harm. Manufacturer's ref. #: (B)(4).